Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a rash with sores under the electrodes, under her breasts and on her back. The area was described as itchy with popped blisters and scabbing as a result of the patient scratching. During a follow up, it was reported that the sores under the patient's breasts were healed but the irritation remained under the electrodes. Multiple attempts to follow up on the condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown. There is no indication that the patient received medical intervention. There were no allegations of a device malfunction contributing to the irritation.